Manufacturer narrative:
Device evaluation: one smiths medical pneupac babypac ventilator was returned for analysis in used condition. Visual inspection showed no physical damage to device. Functional testing involved connecting the device to a multifunction test box. The device successfully passed all tests. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical pneupac babypac ventilator was not giving an alarm upon opening. There was no patient involvement or reported adverse effects.